Manufacturer narrative:
Product complaint # (B)(4).investigation summary ==> no device associated with this report was received for examinat ion. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient had a revision surgery on (B)(6) 2019 and had a metal ultamet liner and a metal hip ball explanted and was replaced by a ts ceramic hip ball and a poly liner for a sector cup. This patient recently began having drainage, pain and discomfort. The surgeon decided to bring the patient in for an I&d and exchanged the hip ball and liner. Left hip.